Event description:
It was reported, the patient ((B)(6)) experienced a decrease in stimulation since implant. Diagnostics indicated one invalid lead impedance. The patient was reprogrammed using the valid contacts and effective coverage was restored. However, follow-up identified the patient underwent surgical intervention to explant and replace the lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ¿ineffective stimulation/invalid impedance¿ was not confirmed. The lead was functionally tested and passed continuity and resistance testing; therefore the analysis resulted in normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.